Manufacturer narrative:
The below report was received by health authority ansm (reference number: r2314946) on 26-jun-2023. The most recent information was received on 11-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. 50758783) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion medically important), fatigue ("fatigue"), arthralgia ("persistent joint pain in both wrists (despite magnetic resonance imaging and nerve [conduction] testing, no abnormal discovery"), back pain ("recurring lumbar pain"), musculoskeletal pain ("gluteal pain"), visual impairment ("vision difficulties") and dizziness ("dizziness"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, back pain, musculoskeletal pain, pelvic pain, visual impairment or dizziness. The reporter commented: restrictions in sporting activity, use of glasses, physiotherapy and care with movements and posture so as to limit repeated locking of the lumbar spine. Osteopathy if lumbar spine locking and dizziness occur. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Batch no 50758783 production date 2013-09-09 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. 50758783) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion medically important), fatigue ("fatigue"), arthralgia ("persistent joint pain in both wrists (despite magnetic resonance imaging and nerve [conduction] testing, no abnormal discovery"), back pain ("recurring lumbar pain"), musculoskeletal pain ("gluteal pain"), visual impairment ("vision difficulties") and dizziness ("dizziness"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, back pain, musculoskeletal pain, pelvic pain, visual impairment or dizziness. The reporter commented: restrictions in sporting activity, use of glasses, physiotherapy and care with movements and posture so as to limit repeated locking of the lumbar spine. Osteopathy if lumbar spine locking and dizziness occur. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in supplementary report.